Manufacturer narrative:
Product event summary: the device was not returned for analysis. However, performance data collected from the device was received and analysis of the device memory indicated the impedance on the rv (right ventricular) pacing lead was beyond the expected upper range and variable, oversensing associated with the rv lead and oversensing due to non-physiologic signals/sic (sensing integrity counter) and the criteria for the rv lead integrity alert were met. It was noted the rv pace impedance was steady at approximately 309.14 ohms through (B)(6) 2015, rose out of range by (B)(6) 2015 and varied between 304 ohms on (B)(6) 2015 and 1558 ohms on (B)(6) 2016-, reaching a high of 1995 ohms on (B)(6) 2016. There were 17 episodes with v-v intervals <(><<)> 220 ms between (B)(6) 2016, 42141 ventricular sics since last session 301.47 days ago. The lead failure predictor triggered on (B)(6) 2016 for ventricular sics and impedance. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that the right ventricular (rv) lead exhibited high impedance. The physician suspected a subclavian crush; the lead was capped and replaced. No patient complications have been reported as a result of this event.